Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited undersensing. Programming changes were implemented. There were no patient consequences.

Event description:
Additional information received indicates that after programming changes were performed to resolve undersensing, the implantable cardioverter defibrillator (ICD) triggered non-sustained right ventricular oversensing (nsrvo) alerts due to post-paced t-wave oversensing (pptwos). Additional programming changes were discussed, but no additional changes or intervention was reported. There were no patient consequences.